Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the patient experienced pain with stimulation. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.